Manufacturer narrative:
Evaluations: smiths medical international has been unable to obtain further details for this event. They are anticipating the sample, involved with the event, to be returned. If the sample is returned, then a follow-up report will be submitted. Without the reporter responses to the event questions, we are unable to determine a cause for this report. A review of our complaints database show this to be the second report, for this issue, with the reported device lot number. Both reports have been received from the reporter. A review of the manufacturing records showed no problems during the MFR of this lot number.